Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer blood glucose level was unknown at the time of incident. The customer also stated that pump has been exposed to strong magnetic field. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. The customer was unable to complete insulin pump rewind. The insulin pump will not be return. Advise to discontinue the insulin pump and revert to backup plan as per health care professionals. The device will be returned for analysis.